Event description:
It was reported that a cartridge alarm intermittently occurred during basal delivery and the load sequence with multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer cleared the alarms and resumed insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.